Event description:
It was reported that, during a cori tka procedure, they had a good starting, calibration and bone registration stages went without problem. But when they pressed next to bone cut, the following error appeared: "unexpected pfs failure" (B)(4). So, they pressed quit, unplugged the drill and resumed the case. When they proceed to tibia burr, they got "re-establish drill connection" error just when drill touched the bone (B)(4). They also received a critical error (the system has detected that launcher exited due to configuration error) (B)(4). They changed the drill to second back up option, quit, resumed the case and proceed to the tibia burr as per normal. The procedure was completed with a delay fewer than 30 min. No patient injury or other complications were reported.

Manufacturer narrative:
H3, h6: the product, ri cori (us), rob10024, (B)(6) used for treatment was not returned for evaluation, however photos were provided for review. The photos identified the "critical error" and "unexpected pfs failure" messages. A relationship between the reported event and the device was confirmed. A functional evaluation could not be performed because the device was not returned. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event may be associated with a software issue. Further investigation into the failure is being conducted to determine if additional actions are required. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.